Event description:
Patient reported back to back test readings on patient's ss meter were 127 and 95 mg/dl (29% difference). Tests were done within 10 minutes of each other using different finger sticks. No symptoms were reported. Control solution test reading was in range. Unable to reach patient by phone to follow-up. Letter was sent to patient requesting that patient contact lfs. There was no allegation of harm.